Event description:
It was reported, the patient had a corflo nj 10fr nasojejunal (nj) tube in place for delivery of feeds and medications. On (B)(6) 2026, the patient presented to the emergency department after the tube had been removed. A replacement 10fr nj tube was inserted at the bedside, and the patient was discharged. The following day, the patient returned due to a blocked nj tube. Imaging demonstrated a kink, and the tube remained occluded despite attempts to retract it. On the next clinical review, the tube was removed, and a visible kink was noted approximately 4 cm from the distal tip. A new 10fr nj tube was subsequently inserted using cortrak guidance, and the patient was discharged. The device had been in use for approximately eight months. No patient injury occurred, and no medical treatment was required beyond tube replacement.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record and UDI are in-progress. All information reasonably known as of 10 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-ehc-26-00162. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.